Event description:
Screw broke within a few months after implant. Breakage has caused stabbing pains in back. Plates and screws were implanted approx 6/91. Complainant has x-rays of breakage and surgery report. The implant was described as a 3 level fusion.